Event description:
As reported: "a patient who originally had a tfna long implant, which fractured, and was subsequently fitted with a t2alphagt on (B)(6) 2025; the t2alpha fractured due to non-union. Reoperation (tha) is scheduled to be performed at another hospital."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.